Event description:
A healthcare facility in wisconsin has reported that an rd900aeu neopuff infant resuscitator would not measure peak pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in california where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Result: the service report was reviewed, and it was confirmed that the peak inspiratory pressure knob was sticking. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device and can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force.

Event description:
A healthcare facility in wisconsin has reported that an rd900aeu neopuff infant resuscitator would not measure peak pressure. There was no reported patient involvement.